Event description:
Procedure type: gastrectomy. According to the reporter: the surgeon was using the covidien product eeaxl21 to create an anastomosis between the small bowel and stomach. After firing the stapler and attempting to put an og down to perform an air-test, the surgeon noticed that the anastomosis was not fully intact. Upon inspection the surgeon noted that anastomosis only had staples on half of the staple line. The anatomy did not allow for a second firing with an eea so the anastomosis had to be hand sewn. There was another MFR's reinforcement material was used: synovis peristrips, psd-21v. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. Pt had to go to ICU and the hospital stay was extended by a couple of days.

Manufacturer narrative:
(B)(4).